Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt underwent rectocele repair with iliococcygeus suspension of graft, right sacrospinous ligament fixation, and perineal reconstruction for the preoperative diagnosis of apical prolapse, high rectocele, and perineal defect.